Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and it was observed that part of the tubing in the kit became caught in the packaging seal. A packaging test confirmed the presence of a breach in the sterile barrier. The root cause was attributed to the sterile barrier. The root cause was attributed to the placing of items in the packaging. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.